Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical evaluation. The customer returned bd-400p-1880 ezdilate balloon dilator due to the balloon not deflating. The subject device was returned in its original tyvek pouch, which was inside of another plastic bag. Upon inspection of the dilator, the luer appeared to be intact. On the distal end, the balloon was cut off and not returned with the rest of the device. There was 40 inches of the sheath that was broken off from what remained on the distal end - where the balloon was cut off. Measuring from the proximal end, the sheath was bunching up around 27 inches and broken off at 34 inches. There were also a few kinks in the sheathing. The cause of the reported "balloon not deflating" could not be confirmed due to the balloon being cut off. The product will be shipped to the original equipment manufacture for further evaluation. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the DHR review. The OEM conducting a DHR review and indicated there were no abnormalities in the documentation or process noted upon reviewing the DHR, risk management documents, and historical complaints.

Manufacturer narrative:
The referenced device was returned to the manufacture but the evaluation is in progress. The cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The user facility reported that during a diagnostic esophagogastroduodenoscopy (egd) procedure, the balloon was deflated with an inflation device but the doctor could not remove the balloon from the scope. The balloon fell into the patient and was retrieved with the use of a snare. The intended procedure was completed. There was no patient injury reported. On 20 may 2019, the manufacturer received a sus voluntary report mw#5086357. The voluntary report stated: when performing the egd, the dr. Used a balloon to dilate the esophagus. When finished, the dr. Went to deflated the balloon but it wouldn't deflate all the way. Once removed from the patient, the team had to cut the balloon from the scope.